Event description:
It was reported that after a tonsil/adenoid surgery the physician was not able to stop the bleeding using the peak wand, the coag function would not coag adequately. A suction cautery had to be used to stop the bleeding on the adenoid bed.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The device was not returned for eval; therefore, a failure analysis of analysis complaint device could not be completed. The batch number is unk therefore; a review of the mfg documentation could not be performed.